Manufacturer narrative:
A steris service technician inspected the washer and found the safety valve from the heat exchanger to be broken. The technician replaced the safety valve and additional components that sustained damage from the steam. The washer was tested and returned to service.

Event description:
The user facility reported that their reliance 130 cart washer was leaking steam. No injuries or procedural delays/cancellations were reported.